Event description:
It was reported that the mesh detached from the needle. This happened when the needle passed the pelvic floor. Scar tissue from a previous surgery was noted in this area. Another device was used to complete the procedure, and no adverse effects to the pt occurred.